Event description:
It was reported that tip detachment occurred. The comet ii pressure guidewire was used in a percutaneous coronary intervention procedure. During the procedure, while attempting to cross the lesion with an opticross imaging catheter, the image looked funny. The physician stopped the procedure and pulled out the imaging catheter and the comet ii wire. After removal, it was noticed that the wire had broken in two pieces. The procedure was aborted with the patient being sedated with local anesthesia. No patient complications were reported.